Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister was not blowing evenly; it was blowing an abrupt, uneven stream. Another device from the same pack was retrieved as a replacement; however, the unit produced the same problem. A third device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report number: 2242352-2013-01473 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).